Event description:
It was reported that in the past, this right ventricular (rv) lead showed high shock impedance measurement but not oor. At implant dft was done and values were within range. Years later the health care professional (hcp) called mentioning that shock impedances had been increasing and were now high, out of range. It was discussed that they could increase the daily measurement alert from 125 ohms to 150 ohms and consider a commanded shock and defibrillation threshold test. At this time the rv lead remains in service. No adverse patient effects were reported.